Event description:
Advocate stated her son received blood glucose readings of 127, 50, 93 and 58mg/dl on the contour throughout the afternoon and evening. The time frame was from 4:22pm to 8:32pm. He did not take any humalog because of the low readings. He then experienced dizziness, awkwardness, blurred vision and could not hear well. He fell and hurt his head. At approximately 9:00pm, an ambulance took him to the hospital and doctors determined he was in a coma for a period of 39minutes. At 10:30pm the patient's blood glucose, with the hospital system, was 763mg/dl. He was also tested with the contour, and readings were 112, 182 and 67mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The patient received stitches, was given insulin and some type of narcotic. The doctors were concerned the patient experienced some memory loss. He was discharged from the hospital on (B)(6) and prescribed ibuprofen for pain. Strip information was not provided. The advocate refused to return product for investigation. A new meter was sent to the customer.